Manufacturer narrative:
Upon return to spectrum medical, there were no visible issues with the device. The drive did not operate when placed in a test circuit. Device was inspected internally and no issues were identified; however, the device still did not operate.

Event description:
User reported an error in which the pump did not operate at the correct speed and then stopped spinning altogether. There was no patient error; however, this event is considered reportable.